Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
The surgeon reports explanting the crystalens iol approx fourteen months after implantation due to iol malposition and chronic iritis. According to the surgeon, the explantation surgery went well. Add'l info has been requested but has not been rec'd.